Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test failed due to the having no voltage. A review of the share logs was performed and low transmitter battery alert was found within the investigation window. The allegation was confirmed/not confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a low transmitter battery alert is reportable based on the finding of a a failed transmitter error .no injury or medical intervention was reported.